Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the entire system was explanted on (B)(6) 2018 due to pocket infection. Patient was stable post-procedure. A new system was implanted on the right side on (B)(6) 2018.

Event description:
New information received notes physician believed the pocket infection was not device related but rather procedure related. Patient was stable post new system implant procedure.